Event description:
In 1987 (exact date unknown) this patient had a miller-galante total knee performed at sparks hospital in reno, nevada. "Since then he has repeated episodes of recurrent swelling in his right knee and a fair amount of pain. The patient is having quite a bit of difficulty walking and also in trying to get up from a sitting position." On 3/5/92 this patient was admitted to oroville hospital for "revision of right total joint arthroplasty".device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.